Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) and ligation of varices procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture connecting to the ligator head was broken. Reportedly, the gastroscope was removed from the patient and the banding procedure was cancelled. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.